Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior, posterior colporrhaphy with enterocele repair + insert pelvic floor graft + sling + cystourethroscopy procedure performed on (B)(6) 2016 due to recurrent vaginal prolapse, vaginal scar, intrinsic sphincter deficiency and dyspareunia from the previous sling. As reported by the patient's attorney, the patient experienced an unknown injury related to advantage fit device.